Event description:
A voluntary MDR/medwatch report was received on 07/06/2023. It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number maude -mw5118742, mw5118743, mw5118744, mw5118745, mw5118746, mw5118747 and mw5118748.